Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. An infusion set change was performed and the occlusion alarms continued. A complete supply change was performed and no additional occlusion alarms occurred. The customer's blood glucose (bg) level was up to 324 mg/dl and a correction bolus via the pump was delivered to address the bg level; the customer's current bg level was 200 mg/dl. During a follow-up, the customer had successfully delivered a correction bolus and no additional occlusion alarms occurred. Reportedly, the customer believed the cartridge in use during the occlusion alarms may have been expired. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.